Event description:
Due to problems with instrumentation, there was a 25 minute extension to the surgical procedure. Stem - grooves/neck trial just spins. Sleeves bent won't fit on trial. Nut tightener bent. Sleeve separator - end flattened.